Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working, the device presented a fluid loss due to a hole in one of the cylinders. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole at corner of a fold and broken fabric threads in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to the leak found at corner of a fold in the proximal end. The second cylinder was microscopically inspected and leak testing. It had worn at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump kink resistant tubing were worn to the filament. Ms pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working, the device presented a fluid loss due to a hole in one of the cylinders. The ipp was explanted and replaced. There were no patient complications reported.